Event description:
User experienced a data flag "???" For controls and one pt sample indicating calculation of the result was not possible. Upon investigation, it was determined the k factor was missing from the calibration. No pt result was reported since there was insufficient sample for a repeat. If additional info is received, appropriate notification will be provided.